Event description:
Tesio cath placed due to need for long term hemodialysis. Catheter remained functional until 6 months later. Upon removal of catheter. Distal tip noted as fractured. Pt taken to o.r. By cardio-thoracic surgeon who identified cath. Tip adhered to right atrium and supra-vena cava, unable to completely remove retained/aderent cath. Fragments. Pt tolerating well-without "advent."